Event description:
The caller states the lift will raise up but sometimes drifts down under load.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.